Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
According to the available information, removal of an infected titan. All components of the device were removed.